Event description:
During thoracoscopy procedure on adult patient, the multifire endo gia* 30-3.5 internal stapler load and following the second reload. (The stapler had fired appropriately with the initial load and following the first reload.) The surgeon began to withdraw the instrument after the misfire only to have the cartridge (loading unit) stick to the patient's lung. He was able to loosen the insturment, intact, from the patient's lung; but with further withdrawal of the instrument, the cartridge fell within the patient. Although the cartridge was retrieved at this surgery, the patient required returned to surgery the following day for further removal of the retained blade which had separated from the cartridge. The patient recovered subsequently without incident.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.